Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument twisted and the positioning pin perforated the colon. A bad staple line was formed. They performed a stoma on the pt.